Event description:
It was reported that during surgery, the surgeon noticed the retraction system was not stable and attempted to re-position a stability pin. The pin was broken with the threaded portion remaining in the vertebrae. The broken fragment was not removed. There were no patient complications.

Manufacturer narrative:
(B) (4). The device has been returned to medtronic. Evaluation is in progress. A review of the device history records found no documentation to indicate a non-conformance to specification.